Manufacturer narrative:
An investigation was completed in response to a customer complaint of a false negative cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate while using the vitek® 2 ast-p654 test kit (reference # 421912, lot# 8040980103). The customer's strain identification was confirmed as staphylococcus aureus with the vitek® 2 gp ID test kit (lot 2420822203). Investigational testing included testing the strain using reference methods as well as analyzing the strain using the vitek® 2 ast-p654 test kit from the customer's lot (8040980103) and a random lot (8041116203). ----reference test results:---- pcr meca/mecc = mecc positive agar dilution (ad): oxacillin (ox) mic = 1 mg/l (susceptible) kirby-bauer cefoxitin (fox kb): d = 16 mm (resistant) ----vitek® 2 ast-p654 results---- customer's lot (8040980103): ox mic = <= 0.25 mg/l (susceptible, aes modified to resistant) cefoxitin screen (oxsf) = pos (resistant) random lot (8041116203) ox mic = 0.5 mg/l (susceptible, aes modified to resistant) cefoxitin screen (oxsf) = pos (resistant) the ox values for the customer lot (0.25 mg/l s) is an essential agreement error (>1 doubling dilution) without category error, when compared to the reference ad mic (1 mg/l s). The positive oxsf tests are correlated with the disc diffusion results (cefoxitin diameter r). Oxsf and ox tests results work together to allow the detection of (B)(6) phenotype. ----conclusions---- the customer false negative oxsf results are not reproduced internally. The ast-p654 test kit cards are performing as intended. Ast-p654 lot # 8040980103 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false (B)(6) cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate while using the vitek® 2 ast-p654 test kit (reference # (B)(4), lot# 8040980103). The isolate was repeated on the vitek 2 and tested using alternate test methods pbp2a, pcr and cefoxitin disk diffusion. The results are listed below: original vitek 2 result - oxfs (B)(6), oxacillin <= 0.25 sensitive. Original testing was performed with an isolate sub-cultured from non-validated media. Repeat vitek 2 result - oxfs (B)(6), oxacillin = 0.5 sensitive (lot# 8040980103). Repeat testing was performed with an isolate sub-cultured from validated media. Pbp2a result - (B)(6), resistant. Pcr result - (B)(6), resistant. Cefoxitin disk test - resistant. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.